Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement. The patient was brought to the clinic and the device and leads were tested. All measurements were normal. This was considered by the physician to be an isolated event so it was decided to send the patient home and follow up again in a few weeks. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.